Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning, the helix could be extended and retracted when torque applied to the inner coil. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torqued inner coil consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricle lead was dislodged. On (B)(6) 2020, the right ventricle lead was attempted to be repositioned but failed due to the rotation issue of the helix. The lead was explanted and replaced. Patient was recovering.